Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The failed in-situ measurement supports this finding. This is a final report.

Event description:
The user was not able to hear any sound with the device. There were intermittencies before all sound was lost. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was not able hear any sound with the device. The user has been re-implanted.